Manufacturer narrative:
.

Event description:
A patient reported experiencing nerve damage, chronic gastroparesis, and chronic diarrhea soon after having her vns device implanted on (B)(6) 2012. The patient also reported that she had gastric issues prior to vns, and she had gerd surgery in 2014 but the issues didn't get much better. The patient's treating neurologist stated that she did not believe the patient had experienced nerve damage and also provided clinic notes dated (B)(6) 2016. The clinic notes stated that the patient began intermittently vomiting shortly after vns surgery and had seen multiple gi doctors that suggested vns may be a factor. The vomiting and gastric issues caused the patient to experience weight loss. Clinic notes stated that the patient believed the gastroparesis developed as a result of vns surgery due to the relationship between the vagus nerve and the digestive system. The device was programmed off to help the physician determine if the gastroparesis was related to vns on (B)(6) 2016. The physician recommended waiting at least 3 months before determining if the vns device should be explanted. The physician also stated that she believed the patient's constellation of symptoms could indicate dysautonomia. No surgical intervention has been reported to date. No further relevant information has been received to date.

Event description:
Information was received indicating the patient underwent an explant surgery due to the patient's discomfort and because her medical diagnosis had changed. The generator was returned the manufacturer and is currently under analysis. No further relevant information has been received to date.

Manufacturer narrative:
Explant date, correction data: supplemental MDR #1 inadvertently did not include that the device had been explanted.

Event description:
The returned generator had analysis completed. The device output signal was monitored for more than 24 hours in a simulated body environment and verified that the generator was able to provide the expected output levels for the entire monitoring period. The device performed according to all functional specifications. A visual analysis of the generator did not show any adverse conditions and was consistent with those typically seen after device removal. Portions of the explanted lead were also returned for analysis. The condition of the returned lead portion was consistent with those that typically exist following explant. No anomalies were noted and no discontinuities were identified. The setscrew marks on the connector pin provided evidence of a good mechanical and electrical connection between the lead and the generator.